Event description:
It was reported that during post implant device interrogation, the lead exhibited low impedance and loss of capture. The pocket was reopened and the lead was explanted and replaced.

Manufacturer narrative:
(B)(6).